Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2016 at 11.20pm, they allegedly obtained inaccurate high results of ¿~200 mg/dl¿ with the subject meter. The patient stated she manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing her insulin based on the meter results. The patient claims she developed symptoms of ¿dizzy, sweaty and lightheaded ¿ 10-15 minutes after the product issue. The patent alleged self-treatment with food and/or drink then tested on another meter (novomax plus) and obtained a result of "79mg/dl". At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.